Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pimple like irritation on his back. Patient also reports having preexisting condition psoriasis around his sternum area with is about an inch in circumference. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a medication. Follow up indicated that the medication is helping with the skin irritation and psoriasis.